Event description:
It was reported that the intra-aortic balloon became caught in the sheath during insertion. As a result, the assembly was removed and replaced with another arrow iab. There were no further reported difficulties or patient complications.